Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states joystick says goodbye and will not shut off. Please see additional complaint received on this incident, (B)(4). Please see file (B)(4) for the MDR filing. MDR filed.